Event description:
It was reported that a malfunction occurred on the customer's pump, displaying a malfunction code which was noted as not resettable. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact on their blood glucose level. Tandem technical support decided to replace the pump and instructed the customer on how to put the faulty pump into storage mode and return it using the provided ups return box with a prepaid label. The customer acknowledged these instructions and was advised on steps to follow with the replacement device, opting for multiple daily injections as a backup therapy.